Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure the blade broke. It was also reported that the blade fell into the patient but was retrieved successfully. It was further reported that there were no adverse consequences or delays and the procedure was completed successfully.

Manufacturer narrative:
The product was not available for evaluation. The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. Device not available for return.

Event description:
It was reported that during a surgical procedure the blade broke. It was also reported that the blade fell into the patient but was retrieved successfully. It was further reported that there were no adverse consequences or delays and the procedure was completed successfully.